Event description:
At surgery, this pt presented with a congenital malformation and the intracochlear electrode array was only partially inserted into their cochlea. Recently, they experienced chronic pain and declining performance levels. Additional testing suggested that the device had migrated. Explantation/reimplantable surgery was successfuly completed in 2004. The healthcare professional was informed that the explanted device should be returned to cochlear americas.